Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an atrial lead revision. A fluoroscopy confirmed that the lead was dislodged and pulled back. The lead was explanted and replaced. The patient was stable post procedure.